Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was blocked and displaying error code e102. According to the initial reporter, when the unit is powered on, all the leds become dark and the light goes out, causing the spare lamp to come on. Reportedly, turning the unit off then back on clears the issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Corrected data: d9, h4, h6 (a field service engineer evaluated the subject device at the site). Type of investigation code ¿10¿ was inadvertently omitted from h6 on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to an abnormal exhaust duct or fan due to the field service engineer cleaning them at the site. Also, it¿s likely the cause is related to an error in the lamp due to the field service engineer replacing it at the site. Olympus will continue to monitor field performance for this device.